Event description:
The customer reported the ventilator oxygen valve was not working. The customer reported the ventilator was not in use therefore there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the customer reported event. The service technician noted a diagnostic code in the ventilator's log history indicating an oxygen valve stuck closed occurrence. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. The loss of an oxygen source via the oxygen valve function may compromise oxygen delivery to the patient. The service technician performed applicable testing, and all tests passed per specifications. The service technician replaced the oxygen flow sensor and cable as a precaution based on the finding. Extended self testing (est) and performance verification testing was completed and all testing passed per operating specifications.

Manufacturer narrative:
Oxygen flow sensor.